Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 800 mg/dl, a loss of consciousness, and a high level of ketones identified as dangerous by healthcare provider. Reportedly, customer's cartridge ran out of insulin, and customer did not complete the fill tubing step when changing the cartridge. In addition, while customer was attempting to change the cartridge, it was reported that a malfunction alarm occurred. Reportedly, customer was using humalog supplies for over 48 hours. Additionally, it was reported that the pump time and date were incorrect; cause was unknown. The customer was transported via ambulance to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 11/18/21 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the tandem user guide- always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.